Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a review of the pump¿s black box showed no evidence of loss of prime warnings. During testing, the pump was able to successfully complete a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no errors, alarms, or warnings. The force sensor calibration was found to be out of required specifications. The force sensor resistance was found to be within required specifications. Unrelated to the complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.